Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in a severely calcified coronary artery. A 5.0 x 40, 75cm mustang balloon catheter was advanced for dilation. However, during the first inflation at 10 atmospheres for 15 seconds, the balloon ruptured. The device was removed and the procedure was completed with a different device, there were no patient complications reported.

Manufacturer narrative:
(B)(6).